Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate atp due to noise. No lead anomalies were noted. The physician will continue to monitor that lead. The patient was stable.